Manufacturer narrative:
(B)(4). Approximate age of device - 9 days. The device remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced a driveline exit site infection characterized by redness. A CT of the abdomen and pelvis revealed a small pocket of possible infection. The area was treated topically with gentamicin and systemically with oral antibiotics of vancomycin and zosyn. It was reported that the patient did not become septic. No additional information was provided.